Event description:
A patient who was implanted with perigee graft and bioarc sling in 2008 developed staphyloccocus aureus infection/subsequent multi-organ failure an acute respiratory distress. She was hospitalized for a period of time.